Event description:
On the literature article named "management of low periprosthetic distal femoral fractures. Plate fixation versus distal femoral endoprosthesis.", the authors of the study reported that, after a peri-loc lateral locking plate was implanted to treat a low periprosthetic distal femoral fracture, one patient developed a venous thromboembolism. It is unknown if or how the adverse event was treated. Patient outcome is unknown.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
The associated device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the article indicated that a patient who had a peri-loc lateral locking plate implanted to treat a low periprosthetic distal femoral fracture developed a venous thromboembolism. It is unknown how this complication was treated. It has been noted in the attachments that no additional information is available at this time. No conclusions can be made from this publication as it is limited to the information provided and further investigation is not possible. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as patient condition and/or reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Date of occurrence is unknown.